Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Death, myocardial infarction, and ventricular fibrillation/arrhythmia are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported via a trial, that on (B)(6) 2011, due to acute coronary syndrome, the patient underwent the index procedure with the placement the 2.75 x 18 mm promus stent to the mid left anterior descending artery. The target lesion was an 80% stenosis containing thrombosis. Post procedure residual stenosis was 0% with timi iii flow. The patient was discharged from hospital the following day; however, on the drive home from the hospital the patient was observed by his wife to be suddenly gasping for air. The car was stopped and the patient was observed to be apneic and pulseless. The patients spouse started CPR and the emergency medical system (ems) was activated. The ems brought the patient to the hospital with a combi-tube and defibrillator leads in place. The combi-tube was replaced with an endotracheal tube and airway suction. CPR was continued with epinephrine and atropine given. The patient was found to be in ventricular fibrillation and was shocked. No pulse or rhythm was noticed and CPR was resumed. The patient was shocked again at 300 joules and 360 joules. The CPR protocol was continued with agonal rhythm and no pulse. The patient expired on (B)(6) 2011. The cause of death was assessed as sudden death due to natural causes. No additional information was provided.